Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted near the duodenum to treat an anastomotic stricture post bariatric procedure during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. The physician did not used cautery to cross the lesion. The anastomotic stricture was preventing food from traveling from stomach to duodenum. During the procedure, the second flange failed to deploy. The handle was loose and slid on its own if not locked. The stent was removed and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed to treat an anastomotic stricture near the duodenum. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The hot axios stent is not indicated to be implanted for anastomotic stricture in the duodenum.